Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages, arrhythmia alarms, service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure and reported alarms was isolated to an open green (+3.3v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "adjust belt or check belt" messages, arrhythmia alarms, and a service code 204 (belt unusable).